Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies which would have caused or contributed to the reported dislodgement. A cut in the outer insulation was confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day post implant this right atrial (ra) lead appeared to have lost slack. Approximately one week post implant the lead appeared to be out of the original position. High threshold measurements were noted. The lead was explanted and replaced. The insulation of this lead was cut in order to use the existing lead as a guide to implant the replacement lead. No additional adverse patient effects were reported.